Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump ring at reservoir compartment was broken off. The customer¿s blood glucose level was 340.2 mg/dl. The customer stated that the reservoir cannot be secured and seems to be crooked when placed on the pump. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip. Unit was received with broken off reservoir tube lip. Reservoir was unable to lock in place due to reservoir tube lip completely broken off. Missing reservoir tube o-ring.